Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the wire was kinking in the catheter. Patient status/ intervention: change new kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 0.038 in. ¿j¿-tipped guidewire, one hydrophilic stylet, and one trialysis catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The guidewire was observed to be bent in multiple locations. The core wire of the guidewire was found to be broken and the coiled wire was observed to be unraveled. The stylet was returned within the blue lumen of the catheter and was observed to also be bent but not broken. A microscopic observation revealed the break site of the core wire of the guidewire was tapered and slightly angled with a granular surface texture. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the wire was kinking in the catheter. Patient status/ intervention: change new kit.